Event description:
It was reported to philips that geometry reset randomly during a procedure with a patient on the table on a allura xper fd20/10 & fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced spc4 and spc7 boards, performed calibrations, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312)